Event description:
Under anesthesia incision is made in the posterior trochanter and femoral shaft by flat jack, rotators are identified and are making suture is cut at its insertion to the femur is identified and the joint capsule is incised viewing head , trying extracted with the curlicue but is still impossible multifragmentada extraction with curlicue and had to remove it for pieces with tweezers. Below the femoral canal prior action of the prosthesis is prepared, the bone cement is prepared and placed , but did not stay properly seated as the prosthesis is removed and again placed the prosthesis that was previously washed and this time if it could be fine the prosthesis is removed and the cement is prepared and its setting is expected , after drying the prosthesis is designed to reduce and this present much difficulty. In one of the attempts of rotation is evident that the prosthesis is not fixed and the prosthesis is removed with all the cement attached to the stem without adherence to the femoral canal, so it was decided to remove the prosthesis and type girleston surgery is performed, wash the area and sutured in layers.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information has been requested, but not made available. Should additional information become available, the evaluation summary will be submitted in a supplemental report. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s. Device not returned.

Manufacturer narrative:
An event regarding cement not functioning as intended involving simplex p bone cement was reported. The event was not confirmed. Device evaluation and results: visual inspection and functional testing was completed on three retained samples of the reported lot. The results were satisfactory and within specification. Device history review: bmr review for the specified lot indicates that the devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: chr review confirmed no other similar event for the reported lot. Conclusions: based on the information provided, the bone cement did not seat the device as intended. It is unclear if the device was being rotated before the cement had fully set as no times were reported/recorded. The IFU states that the position of the prosthesis must be maintained securely without movement until the cement is hard and the prostheseis is firmly fixed in position. Testing of the retain samples showed that the cement functioned as intended. Based on the provided information, the exact cause of the event could not be determined.

Event description:
Under anesthesia incision is made in the posterior trochanter and femoral shaft by flat jack, rotators are identified and are making suture is cut at its insertion to the femur is identified and the joint capsule is incised viewing head , trying extracted with the curlicue but is still impossible multifragmentada extraction with curlicue and had to remove it for pieces with tweezers. Below the femoral canal prior action of the prosthesis is prepared, the bone cement is prepared and placed , but did not stay properly seated as the prosthesis is removed and again placed the prosthesis that was previously washed and this time if it could be fine the prosthesis is removed and the cement is prepared and its setting is expected , after drying the prosthesis is designed to reduce and this present much difficulty. In one of the attempts of rotation is evident that the prosthesis is not fixed and the prosthesis is removed with all the cement attached to the stem without adherence to the femoral canal so it was decided to remove the prosthesis and type girleston surgery is performed, wash the area and sutured in layers.